Manufacturer narrative:
(B)(4).

Event description:
It was reported that after vns implant a patient was having difficulty swallowing and hoarseness and was referred to an ent for a laryngoscopy. The device had not been turned on at the time of the events. It was later reported that an ent confirmed the patient has vocal cord paralysis. Follow-up to the physician by the company representative revealed the vocal cord paralysis was on the left side. It was believed to be due to the surgery which was reported to have taken longer than normal as the resident who performed the surgery had trouble identifying the vagus nerve. The physician expects the patient to recover from the vocal cord paralysis. Additional relevant information has not been received to-date.